Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine device change. Prior to procedure, device interrogation revealed noise on the right ventricular lead. Because the patient was in chronic atrial fibrillation, the physician capped the atrial lead and used a new and the existing rv lead. The existing rv lead was plugged in for backup pacing. Programming changes were also made for sensitivity. Patient was stable post procedure.